Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b1 (checked the box "adverse event"), b2 (checked the box "other serious (important medical events)"), b5 (updated the summary), d10 (updated the concomitant products), h1 (changed from malfunction to serious injury) and h6 (replaced health effect - clinical code 4582 with 1905 for it's related health effect - impact code 2199) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced high blood glucose. The customer reported a blood glucose value of 600 mg/dl. The customer reported that reservoir was unable to lock in place. The event involved product(s) mmt-342, mmt-1884, unomedical. Troubleshooting was performed. It was unknown if the customer was using the insulin pump system within 48 hours of the reported event. It was unknown if the customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-342. No product return is required for mmt-1884. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was not able to put the reservoir into the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed. Customer was advised to rewind the pump with new reservoir. Customer was able to put new reservoir into the pump. No harm requiring medical intervention was reported. No product return is required for mmt-1884.